Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor was stuck in the sensor pack and she was incapable of inserting the sensor to measure blood sugar. The customer further reported she experienced symptoms described as ¿no longer thinking clearly, no longer able to walk¿, unspecified hypoglycemia, and seizure. The customer was able to self-treat with food and no further information was provided. There was no report of death or permanent injury associated with this event.